Event description:
Respond edge post market study. It was reported that left bundle branch block(lbbb),1st degree atrioventricular(av) block, sinus arrhythmia, complete heart block(chb), and transient paroxysmal atrial fibrillation(af) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject received a loading dose of 300 mg of aspirin. An isleeve introducer sheath was placed, and then the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use(IFU). Next, subsequent deployment of a 27 mm lotus edge valve involved successful repositioning of the lotus edge valve with partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Trivial aortic regurgitation was noted. Post procedure event summary: on the same day of the index procedure, post valve deployment, electrocardiogram(ECG) revealed increased pr interval to 252msec and qrs interval to 130 msec. Lbbb was noted. Hospitalization was prolonged for the event. Telemetry monitoring was recommended for 48 hours and intravenous(IV) fluids were started. The subjects heart rhythm was mobitz type I heart block for 48 hours. ECG on an unknown date revealed sinus rhythm with sinus arrythmia and 1st degree av block. Prolonged qt was also noted. The subject was diagnosed with complete heart block with narrow escape and transient paroxysmal atrial fibrillation. The lotus edge valve was functioning well with mildly impaired left ventricular function. Four (4) days post index procedure, a dual chambered permanent pacemaker (boston scientific) was implanted successfully. Chest x-ray post pacemaker implant revealed no pneumothorax. At the time of reporting, the event was considered recovering. Four (4) days post index procedure, the subject was discharged on aspirin.

Manufacturer narrative:
A1: patient identifier: (B)(6). B7 other relevant history: updated.

Manufacturer narrative:
A1: patient identifier: (B)(6).

Event description:
Respond edge post market study: it was reported that left bundle branch block(lbbb),1st degree atrioventricular(av) block, sinus arrhythmia, complete heart block(chb), and transient paroxysmal atrial fibrillation(af) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject received a loading dose of 300 mg of aspirin. An isleeve introducer sheath was placed, and then the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use(IFU). Next, subsequent deployment of a 27 mm lotus edge valve involved successful repositioning of the lotus edge valve with partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Trivial aortic regurgitation was noted. Post procedure event summary: on the same day of the index procedure, post valve deployment, electrocardiogram(ECG) revealed increased pr interval to 252msec and qrs interval to 130 msec. Lbbb was noted. Hospitalization was prolonged for the event. Telemetry monitoring was recommended for 48 hours and intravenous(IV) fluids were started. The subjects heart rhythm was mobitz type I heart block for 48 hours. ECG on an unknown date revealed sinus rhythm with sinus arrythmia and 1st degree av block. Prolonged qt was also noted. The subject was diagnosed with complete heart block with narrow escape and transient paroxysmal atrial fibrillation. The lotus edge valve was functioning well with mildly impaired left ventricular function. Four (4) days post index procedure, a dual chambered permanent pacemaker (boston scientific) was implanted successfully. Chest x-ray post pacemaker implant revealed no pneumothorax. At the time of reporting, the event was considered recovering. Four (4) days post index procedure, the subject was discharged on aspirin. It was further reported that the subject was not on a prior reginment of antiplatelet medications at the time of the index procedure. Trivial aortic regurgitation was noted post valve deployment. The permanent pacemaker was recommended due to the variable degrees of av block.

Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb),1st degree atrioventricular (av) block, sinus arrhythmia,complete heart block (chb), and transient paroxysmal atrial fibrillation (af) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject received a loading dose of 300 mg of aspirin. An isleeve introducer sheath was placed, and then the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use (IFU). Next, subsequent deployment of a 27 mm lotus edge valve involved successful repositioning of the lotus edge valve with partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Trivial aortic regurgitation was noted. Post procedure event summary: on the same day of the index procedure, post valve deployment, electrocardiogram(ECG) revealed increased pr interval to 252msec and qrs interval to 130 msec. Lbbb was noted. Hospitalization was prolonged for the event. Telemetry monitoring was recommended for 48 hours and intravenous (IV) fluids were started. The subjects heart rhythm was mobitz type I heart block for 48 hours. ECG on an unknown date revealed sinus rhythm with sinus arrythmia and 1st degree av block. Prolonged qt was also noted. The subject was diagnosed with complete heart block with narrow escape and transient paroxysmal atrial fibrillation. The lotus edge valve was functioning well with mildly impaired left ventricular function. Four (4) days post index procedure, a dual chambered permanent pacemaker (boston scientific) was implanted successfully. Chest x-ray post pacemaker implant revealed no pneumothorax. At the time of reporting, the event was considered recovering. Four (4) days post index procedure, the subject was discharged on aspirin.